Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from a technician regarding a v60 ventilator indicating that an error code 1104 check vent: backup alarm failed message occurred during a user check while the device was out of use. The expected behavior was full device functionality; however, the backup alarm did not function as intended, which prevented the user from using the device. There was no patient involvement or patient impact reported, as the issue was identified during routine user verification. Per good faith effort (gfe), response it was confirmed that the customer refused service and repair. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.